Manufacturer narrative:
Twenty four-off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported that during the index procedure angiography with contrast confirmed a slight amount of contrast due to a type ia end oleak. The physician indicated that it was expected due to the patient¿s anatomy with the proximal neck shape and approximately 80 degree of angulation. The physician believes that the endoleak will self-resolve. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.